Manufacturer narrative:
The t:flex user guide states: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 500-600 mg/dl. Correction boluses and manual insulin injections were administered to address bg. Customer was sick with the flu and was vomiting. Bg would not lower and customer was admitted to the hospital for diabetic ketoacidosis (dka). Insulin drip, potassium and fluids were administered. Elevated bg/dka were resolved with no permanent damage. Reportedly, the customer was discharged on (B)(6) 2019. Customer reported elevated bg was related to the flu; however, did not know if the event was related to pump or supplies. Customer reported to have used the cartridge and infusion set for 4 days. Upon follow up, after charging the pump battery, customer resumed pump therapy.